Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture

Event description:
Consumer reported in medwatch mw5148053 that upon removal of a tampon, the pledget unraveled and fell apart. She received assistance from an unknown source to remove the remaining piece of pledget from her vaginal cavity. She did not report any adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.